Manufacturer narrative:
Pump had cracked battery tube threads, broken reservoir tube lip, minor scratched display window and loose/flush drive support disk. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged when it fell on the floor. Customer stated the reservoir compartment had missing pieces. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.